Event description:
It was reported that the insulin pump alarmed no delivery, and the alarm was resolved by a complete infusion set change. The customer's relative did not know the blood glucose reading at the time of the event. The caller stated that the alarm had occurred in the past and was resolved, declining return of the infusion set or reservoir. The caller stated that the most recent blood glucose reading was between 400 and 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.